Event description:
The reporter has gotten er1 message many times. She did not compare the color of the strip to the confirmation chart. She did retest and got a result of 300. No allegations of harm was made.